Event description:
It was reported that the clever hook of the arthro cleverhook-left device was not opened. During in-house engineering evaluation of the device, it was observed that the lower jaw was loose. It was not reported if the event occurred during a surgical procedure. There were no adverse consequences to the patient. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of heavy usage. Additionally, the lower jaw was loose. No other anomalies were noted. The functional test performed revealed that, since the lower jaw was loose, it was not possible to open and close it completely using the handle. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the arthro cleverhook-left *ea would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to end of life. As per IFU; 1) end of useful instrument life is generally determined by wear or damage from handling or surgical use. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿